Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). Manufacture date ¿ ni. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
Information was received based on review of a journal article titled, "five-year experience of cementless oxford unicompartmental knee replacement" which aimed to examine the five-year experience of patient's implanted with a medial cementless ukr (unicompartmental knee replacement) and to investigate the quality of fixation of the cementless device compared to cemented implants. A patient was identified in the article that underwent a right revision procedure approximately two years post-implantation due to dislocation. The polyethylene bearing was removed and replaced. There has been no further information provided and the patient outcome is unknown.